Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system gave alerts indicating a button was active during startup. Upon troubleshooting, the philips field service engineer (fse) visited onsite and confirmed that both wedge filters could not be operated through the control module during testing. They could, however, be operated using tsm and the other control unit. The fse tested control unit with the psc self-test and button test, which showed that the wedge buttons did not respond and no command was transmitted. The fse suggested to replace control unit at the table. To resolve the issue, the customer replaced control module by themselves. The defective part was sent for analysis, for control module no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that when testing the control module, the system gave alerts indicating a button was active during startup, which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.